Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) involving pentax video bronchoscope eb-1575k/serial (B)(4). The report stated, during an examination, distal tip remained angulated even if the control was in a neutral position. Difficulty for removing endoscope from the patient. No other information was provided at the time of the report. The device was returned to pentax for evaluation. The evaluation concluded the problem could not be reproduced. The insertion flexible tube was in tight loops, but the angulation was no problem. The angulation wires are clear without any corrosion. The insertion flexible tube is crushed at two places and the distal body is worn. Repairs are required to be performed on the video bronchoscope.